Event description:
Routine remote transmission shows premature battery drain. Device was under advisory for hydrogen premature battery drain. Bsc tech support recommends generator change within 90 days or recheck battery status at 90 days; issue will continue to get worse. Patient caregiver wanted to wait until daughter came in fall 2021 to decide whether to move forward with gen change or not. Has opted to do generator change. Is scheduled for gen change now.